Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 58 mg/dl and an unspecified level of ketones. Cause of low bg level was unknown. Bg was treated with intravenous saline. Reportedly, customer left the ER 11 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.